Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a loose hex nut on the control board. The hex nut was tightened to remedy the problem condition. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device's main switch knob did not line up appropriately to turn the device on. Complainant did not indicate that there was any patient involvement in the reported malfunction.